Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition. It was noted that sensitivity was set to agc 1.5, the least sensitive setting. Ts discussed troubleshooting steps such as recreating the noise, adjusting sensitivity, and turning off atrial sensing to prevent false sam events due to atrial fibrillation (af) and improve battery longevity. Additional information received indicated that a lead safety switch (lss) was triggered due to low out-of-range pace impedance measurements less than 200 ohms. The device was reprogrammed to voo. The patient was scheduled to have a micra implant, as the patient did not want a lead extraction. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.